Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference number: (B)(4).

Event description:
It was reported that during the procedure, the physician attempted to remove the device from patient cavity but the array would not retract fully. The physician had to cut the plastic and use a tool to pinch the array together manually. The array "crimped up instead of allowing the array to return into the sheath." No patient injury reported.